Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was umbilical hernia. The procedure performed was umbilical hernia repair using mesh. The patient experienced surgical revision, and infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia. After implant, the patient experienced removal of infected abdominal wall mesh, intermittent purulent drainage from wound, probable abscess formation, and amputation of a small portion of the omentum.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia. It was reported that after the implant, the patient experienced purulent discharge, abscess, adhesions, and infection. Post-operative patient treatment included revision surgery, removal of infected abdominal wall mesh, intermittent purulent drainage from wound, and small portion of omentum amputated.